Manufacturer narrative:
The reported issue was confirmed. The root cause identified is copper tubing is broken having air leak where the copper tubing and compressor mate. The device was evaluated upon receipt. Water set to 4 degrees during tank sanitation but was not achieved, water flow was verified exiting through evaporator tube and tank sanitation was continued. During the disassembly, it could hear an air leak while the device was on. The air leak is coming from the copper tubing connected to the compressor. No testing as the device will be scrapped. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance on 26nov2024, it was noted that in an arctic sun device water set to 4 degrees during tank sanitation but was not achieved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter zip code that is provided is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance on 26nov2024, it was noted that in an arctic sun device water set to 4 degrees during tank sanitation but was not achieved.